Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Manufacturer narrative:
Occupation - biomed lead tech. Additional contact person name/department/email address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) unit batteries were not charging. The patient later expired. This report is for the iab used. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-01241.